Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that neither infusion nor blood withdrawal was possible. No other information was provided. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The extension tubing markings were partially worn. Blood residue was observed on the outside surface of the catheter. Crystalline residue was observed inside the catheter lumen. Microscopic inspection of the sample was unremarkable. Tactile inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that neither infusion nor blood withdrawal was possible. No other information was provided. No harm to the patient was reported.